Event description:
The vent lost pressure and the driver stopped despite them replacing the circuit. (They couldn't repressurize the ven) since they had another 3100a available, they switched it out. No problems since then. (No pt compromise). They asked for the settings, (map7, amp23, flow20ipm, 33%it, 12hz) they explained about leaks...and the 20% of max power alarm...and that they appreciated the "heads up" about this vent. They will follow up with medlq. No replacment vent, necessary.